Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) tore the iabp apart looking for saline on every board. The stm did not find saline traces. The stm replaced the coil cable to rule out any unseen communication issues and ran a simulation overnight with passing results. The stm replaced expiring tidal volume disk and 9v alarm battery. The stm then completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that error codes# 111, 112 and 113 were observed in the iabp's error logs. There was no patient involvement, thus no adverse event was reported.